Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a revision reverse shoulder procedure was performed due to impingement of the humeral bearing against the superior anterior aspect of the vrs baseplate, resulting in range-of-motion limitation and pain. The revision was performed approximately five (5) months post-implantation. During the revision, the vrs baseplate, glenosphere, and humeral tray were modified. No consequences or impact to the patient were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. The following sections were corrected: d5; h4. H10: related report numbers: 0001822565-2025-00927 & 0001822565-2025-00928. Visual examination of the returned product/provided pictures identified the implant structure in situ in different stages during the revision procedure. No part or lot numbers were pictured. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 110030776, cr 40mm glenosphere std cocr; lot#: 66759541. Item#: 110031428, cr vivacit-e 40mm brng +3; lot#: 65994929. Item#: 110027734, compr vrs glen pps min tpr adr; lot#: 66988833. Item#: 118000, 25mm versa-dial taper adaptor; lot#: j7522620. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial eft shoulder surgery approximately three (3) months and one (1) week ago. Subsequently, the patient underwent a revision surgery due to impingement of the implants. The vrs baseplate was modified and the glenosphere and humeral tray were explanted.